Event description:
It was reported that high capture thresholds were observed during in-clinic follow-up. The lead was explanted and replaced when repositioning was unsuccessful. There were no further complications; patient was fine.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.